Event description:
27 year old male patient complained of nausea & vomiting 1 hour into dialysis treatment. Ultrafilfration turned off. Patient complained chills 10 minutes later. Nausea & vomiting resolved, temp 95.6 (pre temp 98.1). Patient stayed on 45 minutes more and continued to chill. Temp 99 when tx dlc'd. 1 hour later temp 99.7, patient sent home. No given. Blood cultures negative. Patient denied symptoms pre tx and past. Patient dialyzed next treatment without difficulty. 6 other patient dialyzed at the time and no one else became sick. Pyrogen testing on dialysate post dialyzer less then 12.5 en's @ 1:50 dilution. Millipore culture on dialysate within normal limite temperature of dialysate at machine volidated at 37 degree c. No recent problem with ro water supply. Bleech used as cleaning ofend in vense. Formaldehyde used as disinfected.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.